Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that this right atrial (ra) lead was an attempted implant due to helix extension issues. Upon receipt at our post market quality assurance laboratory, allegations of extension difficulty were confirmed with observation of inner coil fracture near is-1 terminal end. Had this lead been implanted this would be likely to compromise critical therapy, posing risk for the patient. The lead was removed prior to pocket closure and another lead was used to complete the procedure. No adverse patient effects were reported.